Event description:
It was reported when the patient was seen in the hospital for a routine follow-up, a fast path reading from the programmer reported an inaccurate estimation of the device longevity. The actual estimated device longevity was measured in the house was advised to follow. The programmer was retained by the hospital. No resolution was recommended. The patient will be seen in three months for another routine follow-up.